Event description:
It was reported that the cord was causing a handpiece to run without user activation. This occurred during testing at the user facility. There was no patient involvement, no user injury, and no adverse consequences.

Manufacturer narrative:
The cord was received by the manufacturer, and a quality investigation was conducted. Upon investigation, it was found that the analog ground pin on the handpiece end of the cable was heavily corroded. Corrosion on the pin can cause the resistance to increase, and the analog ground reads this increase in resistance and tells the handpiece to run.